Event description:
It was reported that balloon rupture and shaft break occurred. The 50% stenosed target lesion was located in a shunt in the left-hand blood vessel. After the wire was crossed the lesion, a 6.0 x 100, 75cm mustang balloon catheter was advanced and inflated at nominal pressure for 1 minute on the lesion part. However, when the device was removed from the sheath for an approach to another lesion, the device was ruptured near the shaft part and the balloon part. The ruptured part and the 2-points on the shaft part side was recovered and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR. : a mustang device was returned for analysis. The device was received in two sections due to a shaft break. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon section was detached from the device. The investigator was unable to perform a leak test due to the shaft break. A visual examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device with a section of the balloon to have completely detached at approximately 126mm proximal of the distal tip. The shaft was also noted to be stretched. This type of damage is consistent with excessive tensile force being applied to the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture and shaft break occurred. The 50% stenosed target lesion was located in a shunt in the left-hand blood vessel. After the wire was crossed the lesion, a 6.0 x 100, 75cm mustang balloon catheter was advanced and inflated at nominal pressure for 1 minute on the lesion part. However, when the device was removed from the sheath for an approach to another lesion, the device was ruptured near the shaft part and the balloon part. The ruptured part and the 2-points on the shaft part side was recovered and the procedure was completed with a different device. No patient complications were reported.